Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had an angled distal end and optical component and exhibited poor image quality. The event occurred during inspection for use. There were no reports of patient involvement.